Event description:
Reporter stated that a neonate capillary sample was tested, using the suspect device, with a result of 161 mg/dl. An additional capillary sample was obtained from the neonate and when tested in the facility's lab, measured 112 mg/dl. Reporter stated that neonate was treated with insulin, based on the value obtained on the suspect device. No adverse outcome, resulting from insulin delivery, was reported. Reporter noted that quality control testing had been performed on the suspect device, within past 24 hours, and the results fell within the acceptable range. No product was returned to the manufacturer for evaluation.